Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105 which was not reproduced. System error 105 was confirmed through a review of the event history log and caused by a failed motor (loose gear). The failed motor assembly was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had an unspecified system error which was clarified as system error 105 during evaluation. It was also reported that there was no patient involvement.